Event description:
On (B)(6) 2012, the reporter called animas and alleged that the patient noticed about one week ago that the up arrow button was not responding well: the patient has to press the button hard and use her fingernail to get it to work. No visible damage or peeling of the keypad is reported and the patient still able to use pump at this time. The patient wears the pump under garments against her body and cleans it occasionally with a dry towel. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): all keypad buttons are responding normally and there was evidence of contamination under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.